Manufacturer narrative:
(B)(4).

Event description:
Rec'd info from physician that she over-advances the lead to mitigate migration issues. Feels the lead is prone to migration. No further info was provided.